Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or perform air bubbles anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime and air bubbles anomaly. Customer's blood glucose at time of incident was 451 mg/dl. Customer was advised to run manual prime until at least 5.0 unit and insulin exit with manual prime. Customer was explained the alarm was caused by infusion set/reservoir occlusion and advised that pump is working as designed. Customer stated also that she got an air bubbles in the reservoir. Customer was advise to deliver 5 unit fixed prime unit air bubbles are no longer visible. Customer does not wish to do further troubleshooting and wants pump to replace because she is not comfortable using it. Customer was advised pump will be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 451 mg/dl. The customer was treated for high blood glucose with novolog pen and bolus.